Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog number: 00620205420 lot number: unknown brand name: tm modular cup, catalog number: 00630505036 lot number: 64036969 brand name: xlpe liners unknown head, unknown stem. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-00352, 0001822565-2020-00353, 0001822565-2020-00354, 0001822565-2020-00355. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It was reported that the patient was revised due to recurrent dislocation and acetabular cup loosening. It was noted that a trochanter fracture was noted to have occurred prior to revision. Additional information on the reported event is unavailable.